Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm from his insulin pump when he attempted to bolus. The customer's blood glucose level was 81 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap had been missing for two years. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.